Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a definitive root cause could not be determined. However, it is likely that the failure of the main substrates was the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the likely cause of this phenomenon was due to an incorrect connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit experienced an alarm sound and all of the lcd panel displays turned off. Additionally, the air supply stopped. The reported issue occurred during a therapeutic nephrectomy procedure. The procedure was subsequently completed with the same device after repowering the unit in which the issue was resolved. There was no patient/user harm or injury reported due to the event.